Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the tip of the filter bag was not adhered to the wire. The target lesion was located in the moderately tortuous internal carotid artery. A 190cm filterwire ez was positioned in the patient. After the stenting procedure was completed, in order to confirm any debris had been captured, the physician pulled the filter from the retrieval sheath very carefully and it was noted that the tip portion of the filter bag was not adhered on the wire as expected. The procedure was completed with this device. No patient complications reported and patient condition was good.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. Only distal section was returned with its original box. The unit returned has the tip damaged, as part of overall visual revision. 13 cm approx. Of the protection wire was received for analysis (distal section), the spring tip is damaged (stretched and curvy), however the filter bag is in good conditions, not damages were noted. Residues were noted inside the filter bag. The outer dimensions were found within specification as 0.014 ez guide wire (3cm tip) - 190 cm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the tip of the filter bag was not adhered to the wire. The target lesion was located in the moderately tortuous internal carotid artery. A 190cm filterwire ez was positioned in the patient. After the stenting procedure was completed, in order to confirm any debris had been captured, the physician pulled the filter from the retrieval sheath very carefully and it was noted that the tip portion of the filter bag was not adhered on the wire as expected. The procedure was completed with this device. No patient complications reported and patient condition was good.